Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
.

Event description:
The motor stall did not recover. The cause of the motor stall was unknown. The pump was replaced. The patient was doing well following the replacement.

Event description:
It was reported that on the morning of the report, the patient's pump motor stalled. The motor stall was logged in the event logs. The patient had been home sleeping at the time. The patient was having withdrawal symptoms of increased pain and was antsy and restless. The pump was delivering compounded baclofen, bupivacaine, clonidine, and sufentanil.